Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving baclofen (2000 mc/ml at 430 mcg/day) via an implantable infusion pump. It was reported that the patient's pump was empty and had been alarming. The logs were read and noted that the empty reservoir occurred on (B)(6) 2020. An increase in spasms was noted. The cause of the missed refill was stated to be due to a clerical error. The pump was to be refilled today. No further complications have been reported as a result of this event.

Manufacturer narrative:
The patient's precise weight was reported as (B)(6)kg.